Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an insulin pump failure causing an adverse event. The patient stated that the insulin pump failed causing diabetic ketoacidosis, due to no insulin being delivered. The patient discovered this via finger stick that her bg was high (matching dexcom unit) and drove herself to the hospital for treatment on (B)(6) 2016. Hospital used fluids to flush ketones from body and held her in the hospital overnight for observation. At time of contact the patient was at home, stable and well. The patient was wearing her dexcom, however there is no allegation against the dexcom product. No additional event or patient information is available.